Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the right cylinder tubing. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ipp cylinders were visually inspected and functionally tested. Both cylinders had damage in the middle of the cylinder body from a sharp instrument which resulted in a fluid leak, which most likely occurred during explant. The momentary squeeze (ms) pump was microscopically inspected and functionally tested. Under microscope examination, the spring was found misaligned. The pump was functionally tested and passed within specification. The spherical reservoir was visually inspected, leak tested, and examined using a microscope. The reservoir passed the leak test as performed. Based on the information available and analysis results, the reported clinical event of a crack in the tubing was unable to be confirmed.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the right cylinder tubing. No patient complications were reported.